Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing and high voltage shocks for a supraventricular tachycardia timeout. The patient was in an atrial flutter for more than five minutes. The supraventricular tachycardia timeout was turned off and the patient condition afterwards was fine.